Manufacturer narrative:
Investigation summary: it was reported one needle had glue on the tip. To aid in the investigation, one sample and three photos were received for evaluation by our quality team. The sample came with no packaging blister, but has the plastic shield. A visual inspection was performed ad there is an epoxy drip over on the needle 1/2" from the needle hub. It was also reported the needle was detached from the hub. The sample and photos provide are related to the additional symptom of epoxy on the needle reported. As a sample was unavailable for return, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 305136, lot number 9269942. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd needle 27x1-1/4 rb one needle had epoxy on tip and another was pulled out of hub. There was no report of patient impact.   The following information was provided by the initial reporter: it was reported about two needles, one needle had glue on the tip and the other needle was unattached from the hub. Due to the needles being used we are unable to return to you for evaluation.